Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a bent cannula. The customer stated that they had high blood glucose over 600 mg/dl at the time of incident. The customer was advised how to prevent bent cannula. The customer declined to troubleshoot for high blood glucose. The infusion set will be returned for analysis.